Event description:
It was reported by the rep that the (1) 355l was used during a gynecological laparoscopy procedure. It was reported that the surgeon used the device and lacerated the iliac artery. The surgeon stated that the shield did not come down to cover the tip quickly. The case was completed by coverting to open.